Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced an infection and related pain leading to fenix device explant. The fenix device was used as part of the surgical procedure. Surgical procedure and device implant on (B)(6) 2016. Prior to device implant during blunt dissection the surgeon perforated the skin posterior to the anus. The perforation was repaired with monocryl suture. Once repaired the surgeon created a more anterior dissection path for device implant. Patient reported onset of infection symptoms as (B)(6) 2016. The patient was administered antibiotics and analgesia on (B)(6) 2016. Device explant (B)(6) 2016 due to reported infection with associated pain. Device explanted at transperineal incision site. Device was found in the correct position at time of explant. Patient is reportedly pain free and the wound has healed after explant; both are indications that the infection has been resolved.